Event description:
This pi is for revision due to implant fracture. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 11, a female with a dfr due to bone sarcoma. Proximal junction taper subsidence was reported at 16 years post-implant. At 22 years post-implant, it was reported that there was a fatigue fracture at the taper junction. The junction was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture & subsidence involving an unknown gmrs extension piece was reported. The event was confirmed. Method & results: -product evaluation and results: the device was not returned, however an x-ray was provided for analysis, it was evident that there was fatigue fracture at the taper junction. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the two undated ap x-rays first show a normal appearing dfr. The third x-ray shows collapse of the proximal taper junction in to a valgus position consistent with fracture and deformation of the proximal taper junction. Deformation, fracture and failure of the proximal taper junction in a distal femoral replacing tkr is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to crack/fracture & subsidence. The device was not returned, however an x-ray was provided for analysis, it was evident that there was fatigue fracture at the taper junction. A review of the provided medical records by a clinical consultant indicated: "the two undated ap x-rays first show a normal appearing dfr. The third x-ray shows collapse of the proximal taper junction in to a valgus position consistent with fracture and deformation of the proximal taper junction. Deformation, fracture and failure of the proximal taper junction in a distal femoral replacing tkr is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision due to implant fracture. In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", (B)(4) patients with dfr (out of a total cohort of (B)(4)) were alleged to have taper junction subsidence. This pi is for patient (B)(4), a female with a dfr due to bone sarcoma. Proximal junction taper subsidence was reported at 16 years post-implant. At 22 years post-implant, it was reported that there was a fatigue fracture at the taper junction. The junction was revised.